Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The complaint was not confirmed by failure analysis since the product was not returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a nurse contacted technical support engineer (tse) and reported a force bipolar instrument (installed on arm #1) became unremovable after it broke during operation. The damage prevented the instrument's tips from traveling through the cannula. The nurse was advised to view the port and removing the arm and instrument. Once removed from the patient, the instrument and cannula were removed from the arm. The nurse confirmed they were able to dock arm #1 and resumed the procedure with a new force bipolar instrument. Tse confirmed no fragments fell and the nurse confirmed they would return this instrument. The procedure was completing as planned with no reported injury.